Event description:
It was reported that a decline in pt's hearing performance was noticed by guardians since (B)(6) 2013. Problems of external devices are excluded and a history of head trauma is denied by the guardians. The pt has been re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.